Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a failure code 810:03, which interrupted delivery on (B)(6) 2011. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 810:03, found in the device event history, was confirmed and duplicated by baxter canada personnel. The root cause of this condition was determined to be a defective air in line printed circuit board. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.